Event description:
It was reported that the selenia dimensions was having an issue where the system was auto-rotating the c-arm and providing a crm 32:20 fault. A field engineer examined the equipment and determined that the c-arm right switch bank was disabled. The field engineer replaced the left and right hand as per hologic specifications. The system passed all tests and meets the manufacturer´s specifications. No patient or staff injury reported. No other information is available.